Event description:
The customer reports that while inserting a central venous catheter the tip (dilator) split.

Manufacturer narrative:
Qn#(B)(4). Additional information received: the customer reports "the patient remains on critical care, but is slowly improving from her original condition. The reason that she remains in hospital is not due to the central incident." The customer also reports there was no injury/harm to the patient and no medical intervention was necessary. The customer returned a dilator and lidstock for evaluation. Visual examination revealed that the dilator tip was split and frayed. The defect was consistent with damage as a result of undue force being applied to the dilator tip during an attempted insertion. The returned damaged dilator length from the hub to the tip measured 4", which is within the specification limits of 3.75-4.25" per the dilator graphic. The tip inner diameter was unable to be measured due to the damage. The outer diameter of the dilator body measured .137" which is within specification on .135-.138" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit tells the user "if necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire." The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was split and frayed, which is damage consistent with undue force being applied to the tip during an attempted insertion. That sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that while inserting a central venous catheter the tip (dilator) split.